Event description:
It was reported that during an unknown time on october 24, 2023, the cutting mechanism was not working. There was no patient impact and there was no delay noted. Due diligence is in process and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(4). G2 country: south africa.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.